Manufacturer narrative:
The accutni results obtained at the customer site indicate that wash buffer was not delivered to the reaction vessel (rv). Testing conducted at the bec laboratory was able to duplicate similar results obtained at the customer site. A 10 replicate study was performed using level 2 accutni qc material. Proper washing and reproducible results were obtained on the first 6 replicates of the testing. Then after sample aspiration, the wash buffer supply line was disconnected to stop the flow of wash buffer into the analyzer (i.e., to "kink" the supply line). As a result, increasing erroneously elevated accutni results were obtained on replicates 7-9, indicating incomplete and poor washing. On replicate 10, an accutni result was >94.0 ng/ml above the highest reportable concentration based on the analyzers active calibration curve was obtained, indicating that no washing had occurred on this test replicate. Beckman coulter (bec) service was sent to the customer site to resolve the leak from the wash buffer reservoir. A hardware malfunction is the likely cause of this event. Bec laboratory was able to duplicate similar results obtained at the customer site indicating that no wash buffer was flowing from the reservoir to the analyzer, leading to incomplete, and/or no, washing within the rv.

Manufacturer narrative:
Beckman coulter is providing clarification and an update for MDR #: 2122870-2013-00150, submitted to FDA on 02/21/2013.beckman coulter field service engineer (fse) was not dispatched to the customer site in response to the erroneous accutni results.

Event description:
The customer contacted beckman coulter (bec) to report that they obtained erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for 2 patients using the laboratory's access 2 analyzer. Upon repeat testing, higher accutni results, above the highest reportable concentration based on the analyzer's active calibration curve, were obtained. The erroneously elevated accutni results were not released outside of the laboratory; therefore, there was no change to, or impact on, patient treatment. The patient samples were collected into plasma separator tubes and were centrifuged at 3,500 rpms for 10 minutes. No sample integrity issues were noted. No accutni qc data was supplied for review; however, the customer reported that all levels of qc recovered within the laboratory's established ranges prior to the erroneous results being generated. Qc performed after the erroneous accutni results was recovering outside of the laboratory's established ranges and above the highest reportable concentration based on the analyzer's active calibration curve. The customer reported a wash buffer leak from the wash buffer reservoir; however, the customer confirmed the reservoir contained an appropriate level of wash buffer. No errors were posted in the analyzer's event log at the time of this event.